Event description:
It was initially reported that the company rep heard the pump alarm but was not confirmed by telemetry. It was subsequently reported that the pt's pump was replaced due to a motor stall. The pt was also given a new personal therapy mgr. The drug, dosage and concentration were unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).